Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having trouble with their symptoms for a few weeks now. The patient stated they'd been having 5 or more accidents a day and that their doctor's office told them to call medtronic. Patient services asked the patient if they'd had any falls or traumas that would have led to their symptoms returning and the patient stated no, that they had no falls/traumas and that their symptoms had just come back. The patient stated they had initially been on program 1 at 0. 9 ma and they had just switched to program 2 and increased to 1. 4 ma just a few minutes prior to calling patient services today. Patient then alleged that after switching the programs and increasing to 1.4 ma, as they were increasing the stimulation, the therapy shut off by itself. Patient services reviewed it would be highly unexpected that the therapy would just "power off". Patient stated they saw "therapy has been turned off" and insisted that it happened after seeing that same screen after switching to their new program. Patient stated they saw the "therapy has been turned off " screen and then hit "ok" and then started increasing and that's when they got the screen that "therapy has been turned off" again. Patient confirmed at the time of the call that they'd just turned therapy back on prior to speaking with patient services and increased the stimulation to the 1.4 ma and confirmed they felt the stimulation comfortably in the bike seat region and that was where they left it. Patient confirmed the therapy was on at the time of the call. Patient services reviewed therapy expectations with the patient and the patient was advised to call back if the therapy "turned off" again. Patient services reviewed the external equipment was functioning as intended at the time of the call and the patient was go ing to monitor their symptoms now that a change had been made and follow up with their doctor as needed.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issue was unknown but it was most likely due to them not turning it up enough. When asked about the steps taken to resolve the issue, they stated that the rate was unknown and that they would increase as needed. The issue was resolved. (B)(6) 2024 patltr1 (con): additional information was received from the patient. They reported that the cause was not unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issue was unknown but it was most likely due to them not turning it up enough. When asked about the steps taken to resolve the issue they stated that the rate was unknown and that they would increase as needed. The issue was resolved.